Event description:
The fe reported that the system locked up during use. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The backplane, video controller, system interface, display adapter, image processor and gib pcbs were evaluated and replaced. The system software as reloaded. The system was tested and found to be working as intended and returned to service.